Event description:
It was reported that the insulin pump alarmed motor error. The customer stated that everything went blank except for a black spot. The customer had just inserted fresh battery. The customer's blood glucose was 104 mg/dl. The customer does not use the sensor feature. They were unable to rewind the device. The customer stated that approximately two to three months ago they had an MRI and could not recall if they had removed the insulin pump prior to the procedure .also, they stated that they went through a body scan approximately six months ago, when they were traveling. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).